Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump button were hard to pressed. Customer¿s blood glucose was unknown at the time of incident. Customer stated that sometimes reservoir messed up and resulting no delivery alerts. The insulin pump will not be returned for analysis.